Manufacturer narrative:
Patient demographics such as age, date of birth, weight, ethnicity and race was not provided. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer's laboratory to evaluate the instrument's performance. A precision run consisting of 100 replicates of wash buffer was run on all four pipettors on both instruments. On both instruments, all replicates recovered at 0 ng/ml. No hardware issues were identified during the service visit or data review. The cause of this event cannot be determined with the information supplied (B)(4).

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating elevated troponin I (access accutni+3) results on the laboratory's unicel dxi 800 access immunoassay system (serial (B)(4)) for five patients. The customer did not identify which unicel dxi 800 access immunoassay system was in use at the time of this event. The elevated access accutni+3 results were above the normal reference range of the assay. The results were released from the laboratory. This event is identified as (B)(4). There was no report of a change to treatment reported with this event. On 02apr2018, beckman coulter was made aware of voluntary event report mw5076159. The information in this report is applicable to the time frame of the customer feedback identified as (B)(4) and included the patient results described in the voluntary event report. Per the voluntary event report there was a change in patient care attributable to the reproducible elevated access accutni+3 result as the patient was taken to the catheterization lab. There were no discernable lesion found. Additional samples were collected from the patient and analyzed on the laboratory's unicel dxi 800 access immunoassay system and recovered with reproducible elevated access accutni+3 results. Troponin results obtained from the I-stat and vitros methodology recovered within the normal reference range. Quality control (qc) and system check was performing within assay and instrument specifications. The patient's samples were collected in plasma tubes and were centrifuged at approximately 5000 revolutions per minute for greater than 5 minutes. No issues with sample integrity were reported.